Event description:
Additional information received reported the resolved without sequelae date was updated to 29-apr-2013.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that there was infection at the pump site and bleeding inside pocket; 300 mg of clindamyacin was prescribed for 10 days on (B)(6) 2013. Examination or palpation on (B)(6) 2013 revealed erythema, warmth discomfort and swelling at pump site. It was noted that clindamyacin was continued for seven more days as of (B)(6) 2013. Examination or palpation on (B)(6) 2013 revealed some bruising and old blood in an area near the pump incision. Examination or palpation on (B)(6) 2013 revealed bloody leakage from medial part of pump incision changed from dark red to possibly fresher blood. Surgical observation on (B)(6) 2013 revealed old hematoma. Surgical treatment was done on (B)(6) 2013 to clean out hematoma. The patient outcome was noted as resolved without sequelae as of (B)(6) 2013. The event was unlikely related to the device or therapy. It was related to the implant procedure. The pump was being used to deliver morphine.